Event description:
Received report claiming while the end-user was using the stand feature on their m corpus vs standing wheelchair, claims the pressure of the users legs against the knee block pad caused the end-user to develop a pressure wound that required medical intervention to address.

Manufacturer narrative:
Reports provided indicate the end-user having sustained a stage 2 pressure injury to their right shin just below the patella. Report indicates the end-user incorporates swing away knee blocks designed to hold the legs in place when using the stand function of the seating on the m corpus vs. It is being reported the continued use, overtime, allowed the end-user to be subject to excess pressure to their legs, while in the standing position, which resulted in the pressure injury. Inspection of the device did not find any abnormalities with the knee block support pads nor signs of a malfunction having occurred. Positioning of the knee blocks were reported to be appropriate for the end-user positioning needs. No claims or allegations were presented to indicate a product malfunction or design issue having occurred to have contributed to this event. Permobil will be working with the dealer in providing solutions to meet the end-users specific needs to prevent recurring issues.